Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s current high blood glucose level was 437 mg/dl. Customer had a high blood glucose last night and he had ran out of insulin and was without for about an hour. Customer declined high blood glucose troubleshooting stated that he caused the high blood glucose by mistake. The device will not be returned for analysis.